Manufacturer narrative:
(B)(4).

Event description:
During a post-operative follow up, there was no sensing, the impedance was greater than 3000 ohm and there was no threshold. The lead measurements were checked and noted to be normal. A new device was implanted to resolve the event. The patient is in stable condition.

Manufacturer narrative:
The device was received for investigation and interrogated normally with a programmer. Impedance measurements were taken and found to be high. The programmer's real-time egm display for the ventricular channel showed noise. The device was cut open for further testing. The ventricular pacing lead impedance measurements were re-checked and the high impedance was still present. The device battery was bypassed with an external power supply and the hybrid current draw was measured and found to be normal. Sensing, impedance and pacing with the device were measured again and all three were found to be normal. There was no noise present on the sensing channel. The cause of the field event could not be conclusively determined at this point in the investigation. Further analysis of the vring spring revealed damage to the ring seal. However, it was unable to be determined if this damage occurred during the lab testing or in the field. It is possible that some material from the damaged ring seal was preventing full insertion of the lead or was preventing proper operation of the vring spring in the field and during some of the lab testing; however, no evidence of damaged ring seal material or other foreign material could be found. The cause of the field event is undetermined.